Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that before the sensor went out, the customer's sensor glucose reading was 300 mg/dl but they believed her blood glucose level was 500 mg/dl. She used to have low blood glucose levels but after the settings were changed, her blood glucose level has been high. Customer's sensor glucose reading was 225 mg/dl but her blood glucose level was 545 mg/dl. The sensor and blood glucose reading was not within an acceptable range. The device was not returned.